Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and hemorrhage are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever. After one pass with the subject retriever, a thrombolysis in cerebral infarction (tici) score of 3 was obtained. Approximately one hour post procedure, the patient experienced symptomatic intracranial hemorrhage (sich) and hemorrhagic infarction in the treated area. The sich and hemorrhagic infarction was reported to be non-serious; therefore, no medical treatment was performed and the patient was reported to be recovering.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever. After one pass with the subject retriever, a thrombolysis in cerebral infarction (tici) score of 3 was obtained. Approximately one hour post procedure, the patient experienced symptomatic intracranial hemorrhage (sich) and hemorrhagic infarction in the treated area. The sich and hemorrhagic infarction was reported to be non-serious; therefore, no medical treatment was performed and the patient was reported to be recovering.